Manufacturer narrative:
Unit received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on anymore. The customer's blood glucose was 10 mmol/l. The insulin pump was exposed to moisture. The troubleshooting was not performed. The insulin pump will be returned for analysis.